Event description:
On 06-mar-2023, it was reported by a sales rep via email that an ar-12990, knee scorpion that came on the loan meniscal root tray was faulty. When pulling the trigger in the joint, the needle would not eject from the tip, causing the needle tip to break inside the instrument. This happened twice. It was discovered during use and a case was involved. To complete the procedure, another tray was opened to use the knee scorpion.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.